Event description:
Date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used to perform a variceal ligation procedure. According to the complainant, approximately 1or 2 days after the procedure, the patient returned to the emergency room bleeding from the banded sites. Reportedly, the bands had fallen off of the varices. The varices were rebanded successfully.

Manufacturer narrative:
The suspect device was not returned. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A lot history search was performed and revealed no other similar complaints reported on this lot number. The device history record review showed no anomalies.